Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jun-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they got an infection and had a revision procedure on (B)(6) 2023 where one of their leads were removed and they were treated with antibiotics. Caller initially said they became infected a few weeks ago but then said the revision procedure was done on (B)(6) 2021. Caller commented that they will be taking antibiotics for about 6 months. Lost controller pouch. Patient called stated they received the new external devices and need assistance with the pairing process. Patient service specialist (pss) started to assist patient and controller shows to charge the controller. Pss recommend plugging the controller into the outlet to charge up and call ps back for assistance.